Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that a "patient circuit occluded" alarm occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The manufacturer's international sales staff replaced the unit with another similar unit after the event occurred. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.